Event description:
It was reported that the patient experienced an allergic reaction and a change in therapy effect. The following symptoms were reported: acute pain, fever and rash. The patient has had methicillin resistance staph aureus infections and lyme's disease. A rash which was described as blisters was noted on her stomach near the pump that "comes and goes". The patient had experienced the following: "vibrating her body", "ears ring all the time", feels like neck weighs 1000 lbs" and spinal headaches. The pump has been empty since approximately early 2008. The pump had been alarming approx three months later, and the hcp's assistance had not been able to "disarm" it. The patient had presented to the hcp with the pump alarm and with requests to change the drug in the pump on several occasions without success. Per the reporter, the hcp would not change the drug in her pump even though she was having allergic reactions to morphine. The patient stated that she was referred to another physician to have the pump taken out due to infection and the pain, vibration and alarms. The patient went to that appointment a couple of months ago and saw the nurse who stated "we can't take the pump out just because the patient wants it out". The reporter stated that if the pump worked she would want it to stay in, but it has caused her problems and she "just wants the box taken out". The reporter was very upset and crying on the phone and stated "I don't care if I live or die". The patient continued to search for another hcp to manage or remove/replace the pump.